Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the scope communication error b30 was displayed. The service department of olympus medical systems (B)(4) checked the subject device and found that the followings. The reported phenomenon was duplicated due to the failure of the printed-circuit board. The endoscopic image flickered due to the failure of the video connector socket. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi, there was the possibility that reported phenomenon were attributed to the followings. The scope communication error b30. The accidental failure of the printed-circuit board because less than one year had been passed since the subject device had been delivered the endoscopic image flickering. The accidental failure of the printed-circuit board or the failure of the locking lever due to the disconnection of the video connector without pressing down the locking lever. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.